Manufacturer narrative:
The lot was manufactured june 25, 2016 ¿ june 27, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient using a large volume intermate filled with 200 ml of meropenem solution experienced an underinfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.